Event description:
Consumer complaint of high blood result (300's, 400's mg/dl). Caller insists meter is inaccurate. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).